Manufacturer narrative:
(B)(6).

Event description:
Boston scientific received information that this patient with pacemaker had pacemaker induced cardiomyopathy with falling ejection fraction. The patient was pacing over 70% and was developing weakness and shortness of breath. The physician decided to upgrade the device to improve the patient's ejection fraction and overall cardiac capacity and to reduce heart failure symptoms. The device was explanted and replaced. No additional adverse patient effects were reported.